Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, lens dislocation was observed. The patient underwent an additional surgery and the lens was explanted and exchanged on (B)(6) 2025. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "decentration or dislocation"; lens instability due to microphthalmia, use of incompatible surgical accessories, causing damage to lens, exposure to excessive heat (>140°c) and long term instability of eye anatomy and lens not fitting anatomy of eye (too small/too large). There is insufficient evidence and information available to determine the root cause of the event.

Event description:
On 12th march 2025, rayner received notification from its us representatives of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that post-operatively, dislocation of the lens was observed.